Manufacturer narrative:
(B)(4) for the investigation results of bent needle (cut wire). A visual examination of the returned device found that the working length was twisted and the cutwire within the extrusion was slightly bent. Functionally, when the handle was activated the needle would not extend. The distal tip was cut to evaluate the needle and found the length of the needle meet specification. The needle was found to be discolored/blackened at the tip. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a microknife xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, after the needle knife was put through the scope the needle would not come out / extend. The procedure was completed with another microknife xl sphincterotome. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; "bent cutwire".